Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. Customer reloaded the same cartridge to resolve the issue. Additionally, it was reported that occlusion alarms occurred. A cartridge change was performed resolving the issue. The customer's blood glucose level was 400 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.